Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly declined consent to analyze the explanted device. As a result, no conclusion can be drawn at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section a.1. Additional information: section d.6b . Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient is using the device and is satisfied with performance. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing performance issues. A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.